Event description:
A cardiac catheterization was performed for canadian class iii angina pectoris and coronary artery disease. During the procedure, as the wire was being advanced into the proximal left circumflex artery, the distal opaque portion of the wire came off of the proximal portion.what was the original intended procedure?cardiac catheterization.device #1is this a laboratory device or laboratory test?no.